Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher nine times. The last repair was (B)(6) 2015 where it was reported that the comb was destroyed and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on january 9, 1992, is over 24 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle and carrier guide. The latching pins engage as intended. The comb was bent on the right hand side. The roller gear was significantly worn. The ratchet was not properly seated to the roller shaft extension and was unable to be removed. The test mesh was unable to be performed due to the nature of the comb and ratchet. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, damaged comb and ratchet gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the ratchet handle was stuck¿ was confirmed since during the initial inspection it was noted that the ratchet was not properly seated to the roller shaft extension and was unable to be removed. The root cause of the reported event could be specifically determined, and was related to an issue with the user not properly aligning the ratchet handle with the roller shaft extension. During the initial inspection it was noted that the ratchet was not properly seated to the roller shaft extension and was unable to be removed. The ratchet can only be misaligned with the roller shaft extension if the user does not correctly align the two components. The IFU states that ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ and ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet handle was stuck. Initial assessment of the returned mesher revealed the comb was bent on the right hand side.